Manufacturer narrative:
The device was returned and evaluated by cardinal health and the problem was confirmed. Visual inspection of the returned device revealed that the shuttle cartridge was engaged to the black handle. The procedural sheath was pulled back against the proximal end of the shuttle. The advancer tube was engaged to the distal tamp lock. The distal end of shuttle tube was torn near the side slit. It is unknown, if the tear was a result of the excessive force applied during the retraction of the device or due to subsequent user manipulation. A piece of sealant found inside the torn shuttle tube. Blood was observed wetting the entire length of the sealant and appeared to have swelled. The catheter, procedural sheath, advancer tube and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. The review of the lot history (f1625002) indicated that an additional inspection step was added during the manufacturing process; however, this added step would not have caused or contributed to the reported event. The mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event might have been caused by sealant swelling up and increasing the profile, which may have caused resistance during the shuttle deployment step. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath, causing the sealant to hydrate prematurely, leading to resistance during engagement. A recent trend has been identified for device deployment jams and is being further investigated through CAPA. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip 5f vascular closure device jammed in the sheath after shutting down the sealant. The mynx device was being used for arterial closure following a diagnostic coronary procedure. It was unknown if the stopcock was opened on the sheath prior to shuttle down. It was unknown if excessive force was applied when shuttling down. It was unknown if there were any kinks in the sheath or device after removal. Manual compression was held for 30 minutes or less to achieve hemostasis. The patient recovered and was not hospitalized and/or hospitalization was not extended as a result of this incident. Additional information was requested, but was unknown.